Event description:
The user alleged that while using the system, there are consistent inaccuracy issues of 1-3cm. The user reported that they navigated to where the system would tell them to and when they checked with fluoroscopy, it was easy to see that they were not where they should be. They were able to complete the case and there was no harm or injury to the pt.